Manufacturer narrative:
A replacement power adapter was sent to the customer. The customer discarded the original device prior to contacting medela customer service. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer called into medela customer service on (B)(6) 2016, to report that the power adapter for her pump in style advanced had come apart. She also reported at that time that her power adapter was disposed of.